Event description:
It was reported that primary surgery was performed on (B)(6) 2013 and devices were implanted from t4 to iliac. Post operatively it was discovered that the rod broke at the head side of t12. Revision surgery took place on (B)(6) 2018. The screw was deployed from t7 to t11 and the rod was cut at the caudal side of the of the t12 and the screw of the t12 was removed. Finally, it was extended with connector and the operation was finished.

Event description:
It was reported that primary surgery was performed on (B)(6), 2013 and devices were implanted from t4 to iliac. Post operatively it was discovered that the rod broke at the head side of t12. Revision surgery took place on (B)(6), 2018. The screw was deployed from t7 to t11 and the rod was cut at the caudal side of the of the t12 and the screw of the t12 was removed. Finally, it was extended with connector and the operation was finished.